Event description:
It was reported that the implant at tooth site #24 failed and was removed due to pain. Patient will return to complete procedure. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4) product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.